Event description:
The customer reported that during the rf ablation procedure, the patient received a first degree burn on the surface of the skin when the coating (7cm from the tip) of the ablation electrode was found missing. A needle guide was used during the procedure. Nothing fell into the patient cavity. The procedure continued and was completed without further issue. The patient has recovered from the burn. The physician reported he might have shaved the coating off the ablation electrode by using the needle guide. He is aware this kind of issue could happen when needle guides are used. It is unknown where the piece of coating is, but it was not inside the patient.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.